Event description:
A customer reported "2061 tip detachment failure by main arm and 3011 sample diluent shortage" error messages on the aia-2000 analyzer. A technical support specialist (tss) instructed the customer to reseat the tip tray by pressing on all four corners in addition to performing an all-set-home. The customer called back reporting the error persists and they are also receiving 3011 sample diluent shortage error. Tss instructed the customer to confirm the waste chute was clear and waste was not overflowing. The errors persist. Field service was dispatched. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and human chorionic gonadotropin (hcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse verified the reported errors by reviewing the error log. The fse could see the main arm nozzle go to the bottom of a new large bottle of 2 microglobulin (bmg) diluent. The fse adjusted and lubricated the main arm z-axis so it falls freely with the motor off. In addition, a software upgrade and version up were performed by the fse. The fse verified the analyzer was operating properly by running controls and a new bottle of bmg diluent that sampled and measured diluent properly. No further action required by the fse. The aia-2000 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for failure modes "2061 tip detachment failure by main arm and 3011 sample diluent shortage" on the aia-2000 analyzer. There were no similar complaints identified during the search period, including this case. The aia-2000 operator's manual under appendix 4: error messages states the following: [2061] tip detachment failure by main arm. Cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. [3011] specimen diluting solution shortage. Cause: a shortage of specimen diluting solution was detected. The measurement result will be flagged (ls flag). Solution: replenish the specimen diluting solution and retry measurement. The most probable cause of the reported event was due to adjustment and lubrication needed for the main arm z-axis as well as a software upgrade, cause traced to component failure.